Event description:
Update oct 29, 2013: product/lot information; mom trouble.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the returned devices finds no signs of abnormal wear. A search of the complaints databases finds no other reports against the product/lot code combinations. The search was not possible against the unknown devices as the product/lot codes were not provided. Additional event information and investigational inputs were requested but not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.